Event description:
Sloughing of inner mouth, wedge shaped blanching at injection site, bruising at injection site. Report received from a physician in 2006 regarding a female patient with no known allergies and no history of autoimmune disease, who received injections of captique in the lower lip. The patient was treated concomitantly with cosmoplast and hylaform plus. During the injection of captique, the patient developed sudden wedge-shaped blanching which resulted in the discontinuation of the injection. In 2006, the patient presented at the physician's office with bruising, and three days later, there was sloughing on the inside of the mouth. The patient was treated with ice, topical neosporin, topical biafine, oral advil, oral keflex and injection of lidocaine. At the time of the report, the patien's outcome was unknown. The event of wedge shaped blanching was reported as related to captique. No further information was provided.